Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the device was in backup vvi mode. Abbott technical support reviewed the device session records and determined the cause of the event was event queue overflow. The software was reloaded onto the device to resolve the event and the patient was in stable condition.